Manufacturer narrative:
Date of event: estimated as the date of the event is unknown. Implant date: estimated as the date of the event is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, blood clots were noted on the outside of the closure device. The patient was then prescribed a doubling of their blood thinner medication. No further complications were reported.